Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre sensor fell off on the same of insertion and he was unable to monitor his blood glucose and he had a medical event. The customer further reported that a blood glucose reading of 30 mg/dl was obtained on an unspecified device but did not experience any symptoms. The customer was admitted to the hospital due to low blood glucose and received unspecified treatment. There was no report of death or permanent impairment associated with this event.